Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : initial reporter occupation, report source. Additional information: device eval by manufacturer , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be identified or replicated during the investigation. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected parts were manufactured by bd. Event logs reviewed on (B)(6) 2025. 8:32:25 am unit powered on; pump module attached and selected. 8:33:02 am rate mode selected; infusion started. 8:34:46 am infusion programmed rate: 13.68 ml/h and vtbi: 87.175 ml 8:36:59 am first occlusion error (patient side); user pressed restart. 9:32:22 am second occlusion error (patient side); user pressed restart. In both cases, infusion resumed after user intervention. Two occlusion errors were recorded on the event date. No additional errors or failures related to the reported issue were found in the logs. Timed rate accuracy testing (dir 10000360036) was performed using the suspect device to determine if the system is delivering fluid in specification. The test results measured the actual rate at 13.72 ml/hr (-0.5% error). The specification for this test is +/- 5 percentage error, per srd-9580 of the alaris system v9.33 prd (dir 10000389719) indicating the device is within specification. Per bd alaris system user manual (v12.1). Do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported under infusion failure could not be identified during the investigation, the returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the heparin infusion was scheduled at 1370 however it was infusing at 1368 units per hour. There was no patient harm.

Event description:
It was reported that the heparin infusion was scheduled at 1370 however it was infusing at 1368 units per hour. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.